Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is related to a clinical evaluation report from a related research activity database; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Event related to interceed device - 4350xl reported via mw # (B)(4). Event related to interceed device - m4350 reported via mw # (B)(4). Event related to interceed device - m4345 reported via mw # (B)(4). Event related to interceed device - m4350n reported via mw # (B)(4).

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing a gynecological procedure. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 3,359 gynecologic (interceed: 2,086; seprafilm: 1,273) patients had peri-operative complication after the procedure with the use of the device and before the discharge of the index hospitalization were defined with the diagnosis code, adhesion-related reoperation.